Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue where the device did not alarm when air bubbles passed through air-in-line (ail) sensor was not confirmed during log review or reproduced during testing. The pump module¿s air detection system was observed operating within specification. The testing of the returned administration set and inline filter showed no anomalies. The event date was reported as 29 july 202; time was not reported. A review of the logs showed no usage of the device on the reported incident date. Review of the pump module error log showed no errors were recorded on the reported event date or related to the reported event. The last infusion performed was on (B)(6) 2025 at 10:18 am attached to the pcu s/n (B)(6) with a rate of 125 ml/h and volume to be infused (vtbi) of 125 ml. The air in line setting for single air bolus was set to 250l with accumulated air enabled. The event pcu and its associated logs were not returned for investigation. Therefore, some programming parameters and drug information could not be confirmed. There are multiple smaller single air bolus settings (50l, 75l, 125l, 175l, 250l) available to the customer, if more sensitivity is desired in air in line detection. However, the profile guardrails may override individual system configuration settings. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported that the device did not alarm when air bubbles passed through air-in-line (ail) sensor was not determined during the investigation. Laboratory testing showed the ail was detecting air within specification. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device did not alarm when air bubbles passed through ail sensor while infusing sodium chloride. The sodium chloride was to infuse at a rate of 100ml/30min per biomed report: "the pump and tube set was testing in the biomed shop. The first three tests, the pump performed normally and alarmed as it should. The fourth time testing, air pumped 60¿ down the line before the test was stopped. A drop of water was stuck in the tube set at the pinch point of the ail, air was pumping past the fluid drop." There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device did not alarm when air bubbles passed through ail sensor while infusing sodium chloride. The sodium chloride was to infuse at a rate of 100ml/30min per biomed report: "the pump and tube set was testing in the biomed shop. The first three tests, the pump performed normally and alarmed as it should. The fourth time testing, air pumped 60¿ down the line before the test was stopped. A drop of water was stuck in the tube set at the pinch point of the ail, air was pumping past the fluid drop." There was patient involvement but no harm.